Manufacturer narrative:
Two photos were provided to our quality team for investigation. Through visual inspection, the connection stick of the protector is observed broken, verifying the reported incident. There is no other visible defect that can be identified to indicate why the breakage occurred. A device history record review was performed for lot 2508404, and no deviations or nonconformances were identified during the manufacturing process that could have contributed to this observation. Retained samples from the same lot were also evaluated. The samples were thoroughly inspected, and no damage was observed. Functional testing was also performed by assembling the protectors onto a vial, and no breakage occurred in any of the tested samples. Based on the information available and the retained sample analysis, a root cause related to the product or manufacturing process could not be identified at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material#: 515064, batch#: 2508404. Verbatim: customer engaged the protector by hand capping with a cyclophosphamide 2g vial, then proceeded to reconstitute by adding 50ml diluent, remove 50ml air and adding another 50ml diluent. Shaken for 30-45 minutes inconsistently to dissolve powder. The remaining volume of drug that as not used was saved. The vials was put in a plastic baggie and put in the fridge, the next day when taking out the vial, it was apparent the connector part of the protector was broken right off and the drug leaked in the baggie, at that point the picture was taken and it had to immediately be put into the chemogator. There is no sample. No harm to staff and no spill occurred outside of the baggie.